Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported via phone call that the device was not delivering the bolus as it should be. Customer's blood glucose was unknown. Customer had gone to the hospital. No troubleshooting was done. Customer will not be returning the device for analysis.